Manufacturer narrative:
A ge oec svc rep investigated the issue and re-loaded the software and flashed the nodes to repair the image quality issues. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy sys had an image quality issue where the images got progressively darker with subsequest exposures. A re-boot restored function.